Event description:
The catheters ruptured during use.

Manufacturer narrative:
The complaint is unconfirmed. One hickman 12 fr d/l catheter was returned for evaluation. The catheter has been cut 10 inches distal to the surecuff and the distal end of the catheter was not returned for evaluation. The initial complaint indicated that the catheter was ruptured during use. However, during functional testing, both lumens were infused without difficulty. No leaks were observed during infusion.